Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating that it is throwing "speaker malfunction" inop. It could not be confirmed if there were audible tones at time of event. The device was not in clinical use at time of event, no patient involvement.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. The customer sent to bench as they stated that the inop alarm showed up on their monitor and that they wanted to send it to bench for further evaluation. At bench they found now issues as the device was working per specifications. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there was as speaker malfunction at the time of the event. The speaker has been replaced per current process. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.